Event description:
It was reported that the right atrial lead exhibited oversensing due to noise. The lead was capped and replaced on (B)(6) 2017 during prophylactic device replacement. The patient was in stable condition post operation.